Event description:
Volume discrepancy was reported. The actual residual volume (10 ml) was greater than the expected residual volume (7.6ml). Per healthcare provider (hcp) the previous refill was off by 4 ml and that "2-3 of the last refills were off"; before that the refills were always accurate. It was indicated that patient was doing fine and had no "clinical change." Drug delivered via the device was baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was reported, the cause of the event was unknown. There was no injury/no symptoms. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, lot# l57098, implanted: (B)(6) 1998, explanted: unk. (B)(4).